Event description:
Prevent her to walk [walking difficulty] inflammation in the left knee [joint inflammation] ([effusion (l) knee]) case narrative: initial information received on (B)(6)-2018 regarding an unsolicited valid serious case received from a pharmacist. This case is linked to case 2018sa292312. (Same patient) this case involves a 68 years old female patient who experienced inflammation in the left knee and prevent her from walk while she was treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included levothyroxine sodium (eutirox) for hypothyroidism. On an unknown date in mar-2018, the patient received intra-articular injection of synvisc one (hylan g-f 20, sodium hyaluronate) in both knees at 1 df 1x (batch number: unknown) for knee arthrosis. After receiving the injection, on an unknown date, patient experienced inflammation in the left knee (latency: unknown). She reported that there was a lot of liquid in the left knee. The patient went to the emergency room and liquid was removed and they bandaged her knee. The inflammation was considerable, and it prevented her to walk. The patient stated the inflammation improved after removing the liquid and resolved after 15 days. As a corrective, patient took paracetamol during one week. Corrective treatment: liquid removed, paracetamol outcome: recovered/resolved seriousness criteria: medically significant for both events. A pharmaceutical technical complaint (ptc) was initiated on 25-oct-2018 for synvisc one with global ptc number: 56063. The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 25-oct-2018. Global ptc number and results were added. Text was amended accordingly. Additional information received on 16-nov-2018. Analysis of similar incidents added to the case. Upon internal review on 09-jan-2019 with the clock start date of (B)(6) 2018 the device malfunction incorrectly captured as 'yes' was corrected.

Event description:
Prevent her to walk [walking difficulty], inflammation in the left knee [joint inflammation] ([effusion (l) knee]). Case narrative: initial information received on 22-oct-2018 regarding an unsolicited valid serious case received from a pharmacist. This case is linked to case (B)(4). (Same patient) this case involves a (B)(6) years old female patient who experienced inflammation in the left knee and prevent her from walk while she was treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included levothyroxine sodium (eutirox) for hypothyroidism. On an unknown date in (B)(6) 2018, the patient received intra-articular injection of synvisc one (hylan g-f 20, sodium hyaluronate) in both knees at 1 df 1x (batch number: unknown) for knee arthrosis. After receiving the injection, on an unknown date, patient experienced inflammation in the left knee (latency: unknown). She reported that there was a lot of liquid in the left knee. The patient went to the emergency room and liquid was removed and they bandaged her knee. The inflammation was considerable, and it prevented her to walk. The patient stated the inflammation improved after removing the liquid and resolved after 15 days. As a corrective, patient took paracetamol during one week. Corrective treatment: liquid removed, paracetamol. Outcome: recovered/resolved. Seriousness criteria: medically significant for both events. A pharmaceutical technical complaint (ptc) was initiated on 25-oct-2018 for synvisc one with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 25-oct-2018. Global ptc number and results were added. Text was amended accordingly. Additional information received on 16-nov-2018. Analysis of similar incidents added to the case.